Event description:
The customer called to report that the drive support cap was protruding. Advised the customer that the insulin pump is out of warranty, and gave him his replacement options. The customer will think about it and call back. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.